Event description:
Customer reported she was experiencing low and realized it due to her settings were too high. Customer states she has been waking up to blood glucose in the 50 and 60 mg/dl range. She made the decision to stop using the bolus wizard and blood glucose still went low. Customer was advised to consult changes to the device with her doctor. Customer lows are explained due to recent lifestyle change and high basal rates. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.